Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a full pump supply change. Ultimately, the customer reverted to an alternate method of insulin therapy.